Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the patient's right ventricular (rv) lead exhibited noise oversensing. The rv lead was capped and replaced on (B)(6) 2025. Patient was stable.